Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger was not charging his batteries. The patient was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) was completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to corrosion on the battery board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement battery charger/modem.